Event description:
It was reported that a user experienced intermittent unresponsiveness of the ilet pump sleep/wake button, though the button functioned properly during the support call, and education was provided on use. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no reproducible device malfunction and normal operation during evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to replicate the issue.